Manufacturer narrative:
The device referenced in this report was returned to siemens for investigation. During visual inspection, no physical damage was observed on the transducer. A system imaging and capacitance tests were performed and no noise or dead element were found. Based on the findings, investigation was unable to determine the root cause of the reported phenomenon as the issue of poor quality image could not be reproduced. Investigation confirmed that there was no problem found with the returned transducer. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Reference: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after sedation, the patient underwent a transesophageal echocardiography (tee) procedure. During the procedure, the physician observed that the transducer was displaying a poor quality image. The physician replaced the transducer and then subsequently completed the procedure using the same ultrasound system. There was no delay in completing the tee and there was no loss of data. There was no patient adverse event reported. No additional information was provided.